Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's scs implant procedure the lead adapter exhibited high impedance. The physician replaced the adapter and the issue was resolved.